Manufacturer narrative:
(B)(4). V evaluation summary: post market vigilance (pmv) led, an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. Due to the observed damage to the seal and the broken connector stuck on the valve, the dissector balloon would not inflate properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken connector and cut seal. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the balloon leaked while being inflated. There was no reported patient injury or adverse event.